Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided. Based on the investigation, the need for corrective action is not indicated.

Event description:
Breakage of 3.5mm cannulated cortical screw.